Event description:
It was reported via repair work order that the siderail (glideaway) was difficult to latch in the up position due to a loose latch. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.